Event description:
It was reporting, that during a colon procedure, when the instrument was removed from the tissues, it was noticed that the active blade was broken in two pieces. No error code, but a solid tone was heard. The blade did not fall into the patient and the piece of blade was found on the ground. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time. Serial # = na